Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery. Reportedly the customer is using supplies for a "few weeks straight". Tandem technical support informed the customer that using supplies for a "few weeks straight" is off label per the tandem user guide. Customer's blood glucose was 266 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Device not returned.